Manufacturer narrative:
Reliability analysis inspected 1 opened and used sensor and found sensor cannula bent (retracted)outside and broken from sensor base, unable to confirmed customer received sensor in said condition due to customer returned opened and used.

Event description:
It was reported that the customer received a lost sensor alarm. A bent sensor was also reported. Customer's blood glucose level was unknown. Troubleshooting occured. Advised sensor would be replaced.